Event description:
The doctor called to test the insulin pump to make sure it was working properly. The caller stated that the customer was hospitalized for high blood glucose levels, with a reading of 240 mg/gl. However, the customer was unable to troubleshoot at the time of the call, and stated she'd call back. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.